Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "outer shell was stuck to inner one".

Event description:
Healthcare professional reported "outer shell was stuck to inner one" and "no paper between shells". Device was not implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Tyvek or thermoform sticking: observed thermoforms stuck together in the video. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "outer shell was stuck to inner one" and "no paper between shells". Device was not implanted.